Event description:
The product complaint report shows the customer alleged the ventilator shut down without an audible alarm. The user facility's clinical engineering dept could only duplicate the malfunction when a walkie talkie was used. It is believed that the malfunction reported occurred as a result of another device. There was no pt harm due to this malfunction. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.